Manufacturer narrative:
H3: code 81: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a pediatric patient, the 840 ventilator abruptly became inoperable and stopped functioning. The patient was manually ventilated and was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section d8 updated section h6 evaluation codes updated due to repair details provided by 3rd party. Method code (annex b)- add additional code result code (annex c) - remove c20 and add c13 conclusion code (annex d) - remove d15 and add d02 component code (annex g) - remove g07003 and add g02013 additional information received: it was reported that while in use on a pediatric patient, the pb840 ventilator abruptly became inoperable and stopped functioning. The reported ventilator was evaluated by a third-party service person who reported a replacement real-time clock/watchdog chip was needed. Based upon the analysis reported, failure of the watchdog function of the real-time clock chip could have caused the reported event. The investigation determined the probable cause of the reported event was a faulty real-time clock/watchdog chip. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.